Event description:
On march 6, 2007, the lay-user/patient contacted lifescan alleging that a one touch ii meter would not turn on. The pt stated that her meter stopped powering about 2 weeks prior to calling lifescan on the same day. She was used to testing about 4 or more times a day, but was unable to do so when the alleged issue started. During the time of concern, the pt was able to occasionally test her blood glucose with another meter. She remembered getting readings of "260, 300 something, and 560 mg/dl." Also, she guessed on how much sliding-scale insulin to take based on how she felt. Her sliding-scale insulin regimen supposed to be based on her meter readings. On an unspecified date after the meter issue started, the pt developed symptoms of feeling "sickly and jittery". She also stated that she was "out of sorts." One day earlier, the pt went for an emergency room (ER) because of the meter issue and symptoms. Blood and urine samples from the pt were taken to the lab. She did not know what the lab results were. The pt was not hospitalized or given treatment during the visit to the ER. Her "lantus" insulin regimen was increased from 45 to 52 units a day. The meter's battery was not replaced according to the owner's manual. She did not have a replacement battery to troubleshoot the alleged issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged she became hyperglycemic after being unable to test with the meter for 2 weeks because of the power issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.